Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports battery issue. No patient/user harm reported. Event date not specified; estimate used

Manufacturer narrative:
Report date:03/28/2019. Manufacture date:03/11/2019. Philips customer support spoke to customer who indicated that issue was resolved with a battery replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.